Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, product type: catheter, implanted: (B)(6) 2009; product ID: 8637-40, product type: neuro pump, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report being in the presence of magnets and hearing alert tones going off from the implantable cardioverter defibrillator (ICD). The patient reports feeling weak. The device remains in use. No further patient complications have been reported as a result of this event.